Event description:
Consumer left a review on (B)(6) for inteliswab stating they received a false negative result. (B)(6) review: false negative. It gave me a false negative. Would like a refund.

Manufacturer narrative:
Consumer posted review on walgreens.com. No followup is to be expected with the complaint file and the incident will be closed internally. Corrected the report to include the eua number, full device description name and a corrected phone number as requested.

Event description:
Consumer left a review on walgreens.com for inteliswab stating they received a false negative result. Walgreens.com review: false negative it gave me a false negative.. I would like a refund.